Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the etco2 module allegedly did not read the correct etco2 level, and the patient was unable to receive the pca dose. There was patient involvement but no harm. Bd received additional information. It was reported that the "etco2 device was beeping continuously and reading low etco2." The tubing used at the time of the event was "philips microstream advance ref # (B)(4) lot c231051464". Per report, the etco2 module was reading "26". The clinician then had to use a device from a different manufacturer which read the etco2 level as "32". The patient was receiving "morphine 1mg/ml, no continuous, 1mg q6min, 20mg lockout (4 hour)" at the time of the event. The medication was contained within bd 30ml syringe model 70092151948. Although requested, the customer stated that they are unable to locate the device in question and therefore unable to return for investigation.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an etco2 module inaccurate reading was not determined because no products or device logs were returned.

Event description:
It was reported that the etco2 module allegedly did not read the correct etco2 level, and the patient was unable to receive the pca dose. There was patient involvement but no harm. Bd received additional information. It was reported that the "etco2 device was beeping continuously and reading low etco2." The tubing used at the time of the event was "philips microstream advance ref # 989803204551 lot c231051464". Per report, the etco2 module was reading "26". The clinician then had to use a device from a different manufacturer which read the etco2 level as "32". The patient was receiving "morphine 1mg/ml, no continuous, 1mg q6min, 20mg lockout (4 hour)" at the time of the event. The medication was contained within bd 30ml syringe model 70092151948. Although requested, the customer stated that they are unable to locate the device in question and therefore unable to return for investigation.